Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a rise in power consumption and multiple suction alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file dated through (B)(6) 2016 - shown normal power consumption. Twenty one suction alarms have been logged since (B)(6) 2016. The low flow alarm limit is currently set to 2.2 lpm. Current parameters are at borderline/high power consumption values. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a clinical engineer that the patient was admitted for hemolysis and suspected pump thrombus. The patient called to report dark urine. At his local emergency department, hematuria was confirmed and his ldh was elevated at 1696 (baseline 200s). The patient was transferred to his implanting center for further work up. The patient has not been on warfarin for some time due to past gastrointestinal bleeds. Per the site, anytime they have attempted to start warfarin he has bled. The patient is only on asa 325mg daily at home. The patient was admitted to the ICU for close monitoring. Log files were sent which showed "borderline high power consumption." The patient is currently noted as do not resuscitate and do not intubate. No pump exchange was needed. The patient was place on heparin gtt which helped to bring the ldh levels down. Awaiting on therapeutic inr levels currently and will discharge home soon. Patient's darker urine was due to urinary tract infection and was treated for antibiotics for this.